Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was displaced to the left in (B)(6) 2018. The pump was later removed due to extrusion. There were no signs of infection. The cuff and balloon remained in situ. At the request of the patient the cuff was filled and closed despite the doctor's advice of a possible erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was displaced to the left in (B)(6) 2018. The pump was later removed due to extrusion. There were no signs of infection. The cuff and balloon remained in situ. At the request of the patient the cuff was filled and closed despite the doctor's advice of a possible erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.